Event description:
On september 15, 2006 the lay patient's father contacted lifescan (lfs) alleging that the patient's one touch ultra 2 meter read inaccurately high and displayed the incorrect date and time. The medical affairs specialist (mas) spoke with the father five days later to obtain/verify the following information: the patient is a child. He receives a fixed dose of nighttime lantus insulin and regular insulin 3 times per day at mealtime by sliding scale dependent on his meter readings. The father thought it was approx twelve days earlier when the patient began to feel dizzy, lightheaded, and shaky. The father tested the patient with the reported meter while he was symptomatic; the result was 153 mg/dl and did not correlate with the patient's symptoms that suggested hypoglycemia.the father did not take any action to affect the pt's blood glucose level after obtaining the 153 mg/dl reading. Due to the patient's symptoms, the father took the patient to the ER. A result of 53 mg/dl was obtained about 30 minutes later. The patient was treated with IV glucose in the ER and released to home. The customer care advocate (cca) confirmed that the meter lost the date and time immediately after the battery was replaced. The father told the mas he discovered that the meter code did not match the test strip code after he spoke with lfs on the date of report. Incorrect meter code setting can contribute to inaccurate meter results. The father did not know how long the meter had been coded incorrectly. He said he thought the patient changed the code on an occasion when he was attempting to test his own blood glucose level. The father believed the meter code had been incorrect prior to the patient experiencing symptoms approx a week earlier. He said he believed he had administered too much insulin in the am and noontime based on the meter readings when the meter code was incorrect. The father could not recall the meter readings obtained in the am or at noontime. The meter, test strips, and control solution were replaced. The complaint is reported because the meter read inaccurately high compared to the patient's symptoms and to the ER device. The patient received insulin based on the lfs meter readings. The patient experienced symptoms and a low blood glucose reading in the ER. He was tested with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.